Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer did not know cause of occlusion. Customer changed the infusion set multiple times. Customer's blood glucose was 120 mg/dl. As the occlusions occurred in the past, tandem technical support could not determine possible cause of event.